Event description:
It was reported by the patient's father that the controller was hot to the touch and had overheated and caused the cable to melt. Despite good faith attempts to obtain further details, no additional information was provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported thermal event. No lot release records were reviewed, as the product lot number was not provided.